Event description:
The hosp reported that during a coronary artery bypass procedure, two heartstring iii seals did not load properly. The first seal rolled improperly and the seal on the second device started to roll and the edge became crimped. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the products in question.

Manufacturer narrative:
The devices have not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the devices. A supplemental report will be submitted if the devices are received. A lot history record review was completed for the reported product lot numbers. There were no non-conformances recorded in the lot histories. (B)(4). Add'l device info: brand name: hs iii proximal seal sytem 3.8mm, common device name: clampless beating heart, manufacture name: maquet cardiovascular, llc, (B)(4), model#: hsk-3038, catalog: na, serial#: na, lot#: 25054563, exp date: 3/31/2013, other#: na.